Event description:
It was reported that the customer was experiencing low blood glucose after changing the infusion set, and the insulin pump was not showing when the customer changes the infusion sets. The caller mentioned that the customer changes the infusion set every three days, and the device does not show this information either. Reviewed the prime history and found that the last prime was two days prior to his admission. The caller stated that the customer was in the hospital due to low blood glucose of 27mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Checked the programming, and found that the history was not correct. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.